Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Hmsc reported rv lead episode showing noise. Short interval counter suddenly increased. Shock impedance and sensing shows a period of higher values between (B)(6) 2025 before decreasing and remaining at a stable value since (B)(6) 2025. All other values were unremarkable. Advised further lead evaluation. Lead currently remains implanted. Should additional information be received this file will be updated.